Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the evening. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 2 days later she developed symptoms of ¿frequent urination.¿ however the patient did not report receiving any treatment. At the time of troubleshooting, the cca was able to resolved the alleged issue with a retest. The cca confirmed it was not the first time the meter had been used and the issue did occur after replacing or removing the battery. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue she was unable to test and therefore developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.